Manufacturer narrative:
Additional product codes: mni, mnh, kwp, kwq. Device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 6.0mm parallel connector was used instead of a 5.0mm parallel connector. The surgeon placed a 5.0mm hook and should have used a 5.0mm connector, but used a 6.0mm connect instead. The patient outcome is reported as okay. The event occurred early in the surgery after the surgeon had placed the hook. The surgeon was told the day after the surgery that he had used another dimension of the connector than he was supposed to. He said that he thought the construction was stable as it was, and that he would not need to revise. But he will keep an eye on the patient during routine follow up visits. This is report 1 of 1 for (B)(4).